Manufacturer narrative:
It was reported that the table is allegedly moving on its own when nothing is pressed. A stryker field service technician (sfst) was dispatched for evaluation. Upon inspection of the table, it was noticed that the "back up" touchpad button was damaged. The hand pendant was replaced, cycle tests performed and the table was released, with full functionality, back to the customer. There was no patient involvement, injury or adverse consequence reported.

Event description:
It was reported that the table is allegedly moving on its own when nothing is pressed. There was no patient involvement, injury or adverse consequence reported.

Manufacturer narrative:
The table catalog number and serial number have been corrected per the investigation to ot 17021755 operon d850, w/split leg control, w/driv and serial number (B)(4).

Event description:
It was reported that the table is allegedly moving on its' own when nothing is pressed. There was no patient involvement, injury or adverse consequence reported.